Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that about a year ago, end of march noticed liquid seeping from incision site which turned into a major infection. Patient contacted managing physician however they weren't familiar so tried to find a different doctor and on (B)(6) 2020 complete system was removed. Patient said at first surgeon didn't get all the pieces however after surgery told patient everything was completely removed. Patient said that spent 2.5 weeks in the hospital, site was drained and received medication however that didn't help. Pt said then received IV antibiotics and continue IV antibiotics at home and received home healthcare assistance and they changed the drained. Patient has had follow up appointments with surgeon, patient said that there still is drainage coming from the site. The patient was redirected to their healthcare provider to further address

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported after having a stimulator for four years, the patient developed a nasty infection about a year ago. They are getting treatment for it, but no one really knows what to do to treat the infection.